Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the implantable cardioverter defibrillator exhibited noise on both the right atrial and right ventricular channels. The physician reproduced the noise on both channels by removing the device and manipulating it. The physician determined that the leads were secure in the header and disconnected the leads to clean out the pins. After cleaning the pins, the leads were fully inserted and secured to the device and the physician could not reproduce the noise and closed the pocket. The physician presumed that the leads were not fully inserted upon initial implant. The patient was in stable condition.